Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign material in the nozzle. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were as follows: distal lens glue (2x) had discoloration; charged coupled device (ccd) lens glue had discoloration; plastic distal end cover had sharp edge; bending section cover was porous; bending tube was deformed; connecting tube had a wrinkle; connecting tube had a scratch pocket-pouch; air/water nut had paint peeling off; suction cylinder nut had paint peeling off; universal cord had braide/flex protrude; connector had chemical damage; plug unit had damaged housing; control unit had angulation less than specified value; and control unit had play. The following device components were scratched: ccd cover lens, grip, right/left knob, and up/down knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had no flow from the air/water channel. The event occurred during a procedure. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.